Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint the vessel sealer (vs) wrist was moving non-intuitively. A review of the logs found no failures related to the reported instrument. Manual articulation of the grips opened and closed properly. The housing was removed from the back end, no damage was found. The blade and knife cable were inspected, no damage was observed. The instrument was installed on an in-house system and passed initialization. The energy cable was recognized by the generator and a cut test and energy delivery test were both performed and passed. There was no abnormal movement observed when moving the instrument while installed on the in-house system. The instrument was fully functional. There was no problem detected. Additional tests performed: ceramic dot verification, knife slot test, and jaw gap verification all passed. A review of the device logs for the vessel sealer extend (part# 480422-01 / lot/serial# (B)(4) ) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6)2022 via system serial# (B)(4) . There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. This reported issue occurred on the instrument's only allotted usage. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the vessel sealer extend (vse) instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the customer informed the technical support engineer (tse) that the vessel sealer (vs) wrist was moving non-intuitively. The customer replaced the vs, but the issue persisted. The tse reviewed the error logs and confirmed error 282, which was due to engagement issue. The tse advised the customer to reseat the sterile adapter (sa) to resolve the issue. The customer will keep monitoring the issue. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use. The wrist of the vse suddenly swayed to the side a few millimeters when the surgeon fired the vse with the pedal during sealing and cutting. After the first vse was replaced, there was some improvement, but the issue was not resolved completely. The surgeon elected to continue the procedure with the new vse. There was no patient injury due to the non-intuitive motion issue.